Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, alarmed failed battery test after a battery removal and reinsertion. The customer also stated that the insulin pump had a frozen display and alarmed button error. Troubleshooting for frozen display was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the time was advancing. Troubleshooting for button error/keypad anomaly was performed. The customer stated that the buttons continued to scroll without user input and possible exposure to sweat were the significant events leading to the keypad issues. Pump exposed to fluid troubleshooting found that the insulin pump was exposed to sweat as the customer was sweating when they were outside. Per all troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. No failed battery test troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed battery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. No numbers scrolling during testing noted. Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and broken battery tube threads.